Manufacturer narrative:
Follow-up #1: date of submission 05/29/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: on investigation, the battery cap was attached to the pump upon return. The battery cap was stuck and difficult to remove from the pump. The battery cap threads were damaged. The battery compartment threads were damaged. Investigation confirmed the complaint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue; unable to remove cap from pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).